Manufacturer narrative:
Due to character limitations in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had poor display and screen went blank while using with patient. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11, e1 (initial reporter). Corrected field: d9, h6 (investigation findings, component codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that during use the screen goes completely white. After a reboot the issue did not reoccur and the lcd display (0160-00-0127) was replaced. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept received the following part pn 0160000127 sn na top lcd display with a reported unit failure display went blank while in use. The fat dept conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part number 0160000127 top lcd display serial number na in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave manual number 0070000639 revision r. The failure analysis and testing department performed the functional test for approximately one hour and was unable to reproduce or verify the reported blank screen failure. Retaining the top lcd display in the fat department per procedure 000207d008 rev av.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation investigation findings component codes investigation conclusions h11 a getinge field service engineer fse was dispatched to evaluate the unit the fse reported that during use the screen goes completely white after a reboot the issue did not reoccur and the lcd display was replaced device passed the performance and safety checks according to factory specifications the failure analysis and testing dept received the following top lcd display with a reported unit failure display went blank while in use the fat dept conducted a visual inspection of the part received and found that the part is in good condition the fat department installed part top lcd display in the cardiosave test fixture and tested to factory specifications per cardiosave manual the failure analysis and testing department performed the functional test for approximately one hour and was unable to reproduce or verify the reported blank screen failure retaining the top lcd display in the fat department per procedure.

Event description:
N/a.